Event description:
Caller alleged discrepant results compared with the reference. Results as follows: date: (B)(6) 2013, inratio2: 2.8; (B)(6) 2013, hospital: 5.7; (B)(6) 2013, hospital: 4.2; (B)(6) 2013: inratio2: 1.6; (B)(6) 2013: inratio2: 2.2, lab: 2.89. Therapeutic range: 2.8 - 3.8 (pt states that physician wants her around 3.2). Pt self tester experienced a nosebleed on (B)(6) 2013 that took her 12 hours to stop. She went to the physician's office on (B)(6) 2013, where the nosebleed started again after physician was checking her nose. Pt was admitted to the hospital on (B)(6) 2013, where her inr = 5.7; stopped her warfarin. She was discharged from the hospital the following date with an inr = 4.2. Pt tested on (B)(6) 2013 on the inratio = 1.6; physician immediately put pt on lovenox injections.

Manufacturer narrative:
Investigation pending.